Event description:
Investigation results completed on a smith medical ventilators/pneupac ventilators babypac.

Manufacturer narrative:
Investigation results completed on a ventilators/pneupac ventilators babypac. Device arrived with scratched on the exhalation valve. Testing did not validate complaint of low pressure and disconnect at high setting. However the device did not pass oxygen concentration. The devices reset oxygen concentration was done. Complaint was not duplicated or verified. Unknown cause of event. Summary of preventative care: replaced cracked knob caps. Replaced serial number label. Performed pm procedure. Tested device to 504-2038ts. Device passed all testing and ready for service.

Event description:
It was reported that there was low pressure on pneupac ventilator. In addition, the unit disconnected at the high setting. No patient injury or complications were reported in relation to this event.